Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and not number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon performed a revision surgery due to infection at the implant site. The patient was originally treated for a fractured left elbow on (B)(6) 2013. The infection was discovered on an unknown date in (B)(6) 2013. During the revision surgery on (B)(6) 2014 the surgeon removed all of the implants and did not implant new devices. The procedure was completed successfully without patient harm or reported delay. This is report 2 of 10 for complaint (B)(4).